Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn:m365sc8336700; model:sc-8336-70; serial/batch :(B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to lack of pain relief. No further information could be obtained.